Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, the complaint history review was not performed because no lot information was provided. Based on the limited information available, the reported foreign body in patient (surgical procedure) associated with the clip being loose in the ventricle, and the reported embolism/embolus (surgical procedure) associated with the conservative assessment that the loose clip may have led to embolism, were due to the clip expulsion. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Date of event, implant date: dates estimated. The UDI number is not known as the part and lot numbers were not provided.

Event description:
This is filed to report expulsion, foreign body, and embolism. It was reported from a secondary source that after a mitraclip was implanted, the patient went to surgery and the clip was found in the ventricle. No additional information was provided.